Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Per the trusteel infusion set user guide, "change the infusion set every 24-48 hours, or as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, customer was using fiasp insulin and did not change out their infusion set according to user guidelines. Tandem technical support educated customer regarding cartridge/insulin/infusion set labeling. Customer's blood glucose ranged from 300 mg/dl to 500 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.